Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04978. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation on 01/24/2006 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2012-04978. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that following mesh insertion the patient experienced pain, erosion, infection, urinary problems, and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a total pelvic reconstruction performed during mesh implantation.

Manufacturer narrative:
(B)(4).